Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence and urethral atrophy. The cuff was explanted, downsized and reconnected to existing balloon and pump. No further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.